Event description:
Pt was taken to special procedure for a transjugular biopsy using an argon tl-18s transjugular liver biopsy system. Prior to obtaining the tissue samples, the catheter sheath was noted to be fractured into two pieces and the distal piece became lodged in the pt's portal vein. Prior to this discovery, the radiologist recalls making slight adjustments to the stylet before advancing the catheter/sheath. When removing the stylet from the sheath, radiologist recalls feeling only slight resistance, no major resistance noted. Radiologist recalls pulling the proximal end of the sheath back and noticing that the sheath had fractured into two pieces. Multiple attempts to recover the distal piece of the sheath were made before finally retrieving it in the pt's portal vein. Sheath has been sequestered by reporter, however packaging was discarded prior to investigation.